Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old female patient, the device internally dumped the energy after charging up to defibrillate the patient. A replacement device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Correction to section b5. This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2025-01798.

Event description:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2025-01798.